Manufacturer narrative:
Additional information was added: lot # correction: 19d050 (previously s19d050). The lot was manufactured from april 16, 2019 - april 17, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and found that the bladder has been ruptured. The reported condition was verified. The most probable cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume folfusors burst when preparing the medication. One event occurred after filling the device with 50mls of water and the other event occurred when the device was filled with medicine (unspecified). There was no patient involvement. No additional information is available.